Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A usb charging and download manual tests were performed and passed functional testing was performed and passed all relevant tests. The receiver was opened and an internal visual inspection was performed and passed. The allegation was not confirmed. No injury or medical intervention was reported.